Manufacturer narrative:
The below report was received by health authority ansm (reference number:(B)(4)) on 19-oct-2023. The most recent information was received on 21-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("severe pain in lower abdomen extends to leg preventing me from walking") and adenomyosis ("adenomyosis") in a 45 year-old female patient who had essure inserted (lot no. C68116, c68789). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2022 she experienced abdominal pain lower (seriousness criterion medically important). An unknown time later she experienced adenomyosis (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain lower or adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number:(B)(4) on 19-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("severe pain in lower abdomen extends to leg preventing me from walking") and adenomyosis ("adenomyosis") in a 45 year-old female patient who had essure inserted (lot no. C68789 , c68116). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2022 she experienced abdominal pain lower (seriousness criterion medically important). An unknown time later she experienced adenomyosis (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain lower or adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.